Event description:
This child had a prefabricated dental space maintainer cemented on her lower right second primary molar in (B)(6) 2021. At her second recall examination it was determined that the prefabricated space maintainer's solder joint had failed and the child had lost part of the device (soldered tube and narrow wire). I have seen multiple reports from colleagues on similar device failures with the same manufacturer. There is an increased risk of possible swallowing or aspiration as a result of this defect. I am not aware of any instance of aspiration or swallowing, but I am concerned about the possibility. FDA safety report ID (B)(4).